Event description:
The trumatch block created an anterior slope not posterior which caused the insert to spin out causing a 1 hour extension in surgery.

Manufacturer narrative:
Customer report was confirmed. The distal electrode was found to have an intermittent open condition. Continuity testing confirmed the intermittent condition to be located at the distal electrode when flexing the tip area of the catheter. There was no visible damage observed to the catheter body. This event was determined to be reportable following the edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications reported.